Event description:
An asymptomatic patient presented to the clinic after receiving an alert for high impedance. X-rays revealed externalized conductors. The lead was explanted. The externalized conductors were visible after the lead was removed from the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation confirmed high impedance and found internal abrasions with externalized conductors from the helix end. Testing performed found the lead to exhibit an open circuit between the rv cable conductors to rv shock coil. This would account for the high impedance observed in the field.